Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device at different angles and depths, and was able to replicate clip scissoring when the device was fired at a 45 degree angle. The unit was disassembled for further evaluation and met all specifications. The root cause of the scissoring may have been due to application structure size and/or the clip application depth preventing the clips from proper closure, causing the clips to scissor. Applied medical's instructions for use states, "on larger vessels or amounts of tissue, you may not find it necessary to reach maximum clip closure or hear an audible click to achieve occlusion." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- laparoscopic colectomy- "instrument- would not align as surgeon tried to seal surgeon was extremely agitated w/ failed result & this was 3rd case - all three cases were aborted." Patient status: stable .